Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the camera head had image problem and broken camera. There were no reports of patient harm.

Event description:
It was observed that the camera head had image problem and broken camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h3, h6, and h11 the device was returned to for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a failed leak test due to a crack on the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no problem was detected and a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.